Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the probe was partially missing. There was not scratch on the probe. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the coating for electric insulation of the probe was damaged since something hard object hit or scratched the probe. Omsc tried to hit and scratch the probe with tweezers on trial, but the missing coating for electric insulation of the probe could not be reproduced. Therefore, the exact cause of the missing of the probe coating could not be conclusively determined. The instruction manual states the corresponding method when there is an abnormality for the device. Should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
During an unspecified procedure, the subject device was used. The user tried to activate output, but the subject device had no output. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2019, omsc found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.